Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that the cadd solis vip pump failed accuracy testing by -9.20%. The malfunction occurred during testing.